Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 may 2014, a 19mm trifecta valve was successfully implanted in the aortic valve position. The native valve annulus was measured to be 21mm. In march of 2023, aortic regurgitation was confirmed at the outpatient clinic. There were no subjective symptoms associated the regurgitation. On (B)(6) 2023, the trifecta valve was explanted and a 19mm non-abbott valve was implanted. A tear was observed on the explanted trifecta valve. The patient was reported as stable.

Manufacturer narrative:
Explant due to aortic regurgitation was reported. It was also reported that a tear was observed on the explanted valve. The investigation found calcifications on all three leaflets, with valvular stenosis. Leaflet 2 was torn associated with calcifications. There was circumferential fibrous pannus ingrowth on the inflow surface, and on the outflow surface of leaflets 2 and 3. There was fibrous thickening on all leaflets. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of reported incident could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.